Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The pump was programmed with multiple boluses and monitored. All boluses were delivered and were properly listed in the bolus history screen. No bolus anomaly was noted. The pump had a scratched display window, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose was in the 475 mg/dl range. The customer stated that the pump was not delivering insulin. The customer stated that he is on injections. The customer stated that he changed out the set and is still running high. The customer declined to troubleshoot for the pump. The customer will be sent a replacement pump.